Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that dexmed was infusing into a central venous line with other meds (cefazolin, dexamethasone, fentanyl, ketamine, ketorolac, levetiracetam, lorazepam, rocuronium, sodium bicarbonate, vancomycin, calcium gluconate, morphine) when it was noticed that the infusion set had a crack and leak in the open end of the filter, not the luer lock end. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the extension set cracked and leaked was confirmed. However; the crack was observed on the female luer and not the filter. Visual inspection showed the female luer had a vertical hair line crack. The luer was inspected under magnification and no stress marks were observed. Functional testing confirmed leaking through the crack. The cause of the leak was identified as a cracked female luer. The root cause was multiple contributing factors including manufacturing issues and the effect of chemical agents on mechanical connections of the luer.

Event description:
The customer reported that dexmed was infusing into a central venous line with other meds(cefazolin, dexamethasone, fentanyl, ketamine, ketorolac, levetiracetam, lorazepam, rocuronium, sodium bicarbonate, vancomycin, calcium gluconate, morphine) when it was noticed that the infusion set had a crack and leak in the open end of the filter, not the luer lock end. There was no patient harm.